Manufacturer narrative:
Multiple documented attempts have been made to obtain additional info. At this time, the site is not disclosing further details about this incident. Quality assurance product analysis reviewed the info that was provided by the site. The jetstream xc-2.4 atherectomy catheter, fetch 2 manual aspiration catheter, and angiojet spiroflex catheter that were used during the event were discarded; therefore, no further investigation could be performed. Based on the limited info, we are unable to determine the root cause of the reported issue. In the event additional info is obtained, a follow-up report will be submitted.

Event description:
Event consists of a pt who underwent a jetstream, fetch and angiojet procedure. The jetstream catheter was used to treat a moderately calcified distal popliteal lesion after which the vascular flow was diminished. The physician then used a fetch catheter to attempt manual aspiration within the vessel but did not confirm whether or not there was a clot present or a distal embolization had occurred. A balloon procedure was then performed of the tibial vessels as the physician wanted to ensure that a dissection or perforation had not occurred. The pt was then discharged to home but returned the following day due to a blood clot that had formed within the superior femoral artery. The pt then underwent a thrombectomy procedure in which the physician used an angiojet catheter. According to the physician , the pt became very sick and was admitted to the hospital. The pt reportedly passed away the following day. The cause of death was not reported by the site.